Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of 7 homechoice cassettes had a slice. This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Nine (9) actual samples were received for evaluation. A visual inspection with the naked eye noted eight (8) samples contained indentations or markings on the patient line tubing near the patient connector and one (1) sample contained indentation or marking on the patient line tubing within the tubing coil area. The reported condition was verified. The cause of the condition was determined to be from the grippers used on the automated equipment during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.